Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system lost display functionality without prompt from the user. It was noted that there was an unspecified message on the screen and that functionality was restored a few seconds later without prompt. The cables on the camera cart were reseated and the issue did not recur. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Medtronic received information that the reported issue recurred. It was noted that the monitor displayed a message that it was connecting to the pcoip and that the camera was powered on throughout the process. A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The pcoip has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pcoip for the navigation system was returned to the manufacturer for evaluation. The event logs for the unit showed multiple software reboots. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.